Manufacturer narrative:
(B)(4). Batch #: u95705. (B)(4). Investigation summary: the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Upon visual analysis of the returned sample, it was determined that the el5ml device was returned with no apparent damage and with one clip partially formed in the jaws. The clip was removed in order to perform functional testing. Upon cycling, the instrument was noted to be empty and locked out. The instrument has an orange indicator that appears on the top of the handle as a reference for the user regarding the quantity of clips remaining. In addition, the device was disassembled to verify the condition of the internal components and upon disassembly. The advancer was noted to be bent, which may have caused the misfire and malformation of the clip. It should be noted that product failure is multifactorial. Please note that prior to loading a clip in the jaws, ensure that the demarcation between the jaws and the device shaft is past the end of the trocar cannula. Additionally, excessively applying a side load to the jaws, causing them to partially collapse, could result in a clip malformation. The device jaws should be fully open and parallel upon initiating the firing of the device. The reported complaint was confirmed. It should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure the device meets the required specifications prior to shipment. Please reference the instructions for use for more information. As part of our quality process all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post market surveillance. A manufacturing record evaluation was performed for the finished device lot/batch number, and no non-conformances were identified.

Event description:
It was reported that during a tapp procedure, the clip arrived closed. It was visible in the applier how the clip was transported to the front already closed. It is unknown how procedure was completed. There was no patient harm reported nor significant delay.